Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error due to a lem (link electronic module) printed circuit board assembly defect. Analysis also found the lower case was worn and the paper tray was missing. (B)(4).

Event description:
It was reported the header connection was faulty. It was also reported there was an error on the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.